Event description:
It was reported that a loss of atrial capture was observed during a routine pulse generator change out procedure. The lead had exhibited recurring loss of atrial capture. Fluoroscopic imaging revealed lead dislodgement. No patient symptoms were reported. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).